Event description:
It was reported that there was a defect in the heat sealing of the tyvek package cover of the sterile device.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.